Event description:
The 17mm reamer broke into two pieces while being attached to the jacob chuck of the power tool. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The measurable dimensions of the broken drill bit were checked and found to be in compliance with the technical drawings and ao/asif specification. The cross section shows no irregularities. It is also visible that the cutting edges are damaged, blunt. It is possible that the shaft broke off due to a heavy exceeding mechanical overload situation in lateral direction during drilling. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.